Event description:
Follow-up information indicated the patient is receiving effective therapy.

Event description:
The patient had 3 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient was experiencing a lack of pain relief. Surgical intervention was undertaken on (B)(6) 2017 and an additional lead was implanted.